Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support, though the pump had already been reset.